Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized and began treatment with vancomycin ip (1 gram, once) for peritonitis. On an unknown date, vancomycin was stopped. Two day after the onset and hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis at the time of the report. Dianeal therapies were ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d16086 and h13g18044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.